Manufacturer narrative:
A customer contacted siemens healthcare diagnostics inc. (Siemens) and reported that the advia 2400 system's dilution tray wash unit (dwud) overflowed, resulting in a discordant glucose result on a patient sample. The dwud overflow was due to a blockage in the dwud and this issue was resolved by the customer. The customer removed the blockage in the dwud and ran internal quality controls, which recovered within range. The instrument and reagents are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on a patient sample on the advia 2400 system. The initial result was reported to the physician(s). The same sample was re-run on an alternate advia 2400 system, resulting higher. The corrected result obtained from the alternate advia 2400 clinical chemistry system was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.